Manufacturer narrative:
The manufacturer received information, that patient has stroke, heart issue and spot on kidney related to a CPAP device. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging patient has stroke, heart issue and spot on kidney related to a CPAP device. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation lab observed the following: dirt-like contamination, inconsistent with degraded sound abatement foam, at the air input of the blower box. Dust-like contamination on top of the blower motor. Dust-like contamination on the top of the blower box. Keypad damaged in multiple places. Dirt-like contamination on the rear panel. Dirt-like contamination inside and on the outside of the bottom of the enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination, inconsistent with degraded sound abatement foam, in the bottom of the blower box. Product investigation lab used a fitt (foam integrity test tool) and was not able confirm the presence of degraded sound abatement foam. There is no foam degradation or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation lab was not able to confirm the complaint or address the symptoms specified. In box d: device avail. For eval, date returned has been updated. In box e: occupation has been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.